Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/18/2025, it was reported that the user¿s cartridge became stuck in the ilet chamber. The connector was no longer attached, and the cartridge could not be removed manually or with tools. During troubleshooting with a dry run, the user received an ¿unable to proceed¿ alert, and the cartridge remained stuck. A replacement pump was arranged, and the old pump will be returned. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.